Event description:
Home pt (hp) reports a system error 2240 in dwell 2 of 4 during treatment on the homechoice machine. At the same time of the alarm, hp noticed that the homechoice set spike had become disconnected from the solution bag. Hp states she had no trouble spiking the bag in set-up and did not see any fluid leaking from the disconnected supply bag. Due to the fact that there was no fluid leak from the disconnected supply bag, it has been determined that the hp likely did not properly and completely spike the supply bag. Treatment was discontinued and the set-up was discarded. No pt injury or medical intervention is reported.